Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button had stopped functioning as intended. Reportedly, the button had to be depressed multiple times before the pump turned on. During troubleshooting with tandem technical support, it was confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was not impacted. Reportedly, customer would continue to use the pump for insulin therapy.